Event description:
Boston scientific received information that the right ventricular (rv) lead safety switch measured greater than 2,500 ohms in unipolar and bipolar configurations. Loss of capture (loc) was observed at 6.5 volts at 1ms, with no sensing measured. Eighty-four (84) ventricular tachycardia (vt) episodes of noise occurred on a single day. The lead was confirmed to be fractured and in complete failure to operate. The device was reprogrammed to air 50-100ppm. Additional information reported that the patient implanted with this rv lead, exhibited sinus bradycardia, with a presenting heart rate of 30 to 40 bpm. The physician continued to leave the device as programmed and would seek a cardiology consult. Further information was received that the patient implanted with this device system was hospitalized for a valve replacement procedure. Upon device interrogation, undersensing of the atrium was observed. The device sensitivity was reprogrammed and subsequent sensing was acceptable. The ventricular lead appeared to be fractured, as impedance measurements in the unipolar bipolar configurations were greater than 2,500 ohms. Non-capture at maximum output was observed. A revision procedure was performed and the rv lead was explanted and replaced without complication. Once the new lead was implanted, no rv pacing was observed when this device was connected. Once the setscrew were checked and tightened, pacing was observed. The lead was disconnected and rechecked with a pacing measurement of greater than 2,500 ohms. This device was explanted and replaced. No further complications were observed.

Event description:
The lead was returned to allow for reliability analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. High power visual inspection of the header noted a hole in the atrial tip seal plug. All of the other seal plugs were intact. All of the medical adhesive (ma) around the seal plugs was intact. The header was solidly attached to the pg case and no obstructions were noted in the lead barrels. Some body fluid contamination was noted in the atrial lead barrel. There are seal ring marks in both lead barrels that indicate full lead insertion. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.